Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that while in use of a smiths medical cadd legacy plus pump, a no disposable pump won't run alarm was noted and the screen read stopped. It was also reported that the alarm was silenced, settings were reviewed, and pump was restarted but the alarm returned with no disposable clamp tubing alarm. No patient consequences were reported. No adverse effects were reported.